Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and the customer reported receiving a pump error. The customer was able to clear the error and successfully complete the fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1781k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test. 63 alarmed during self-test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Thus software was utilized and downloaded trace/history files properly. Pump error 63 alarm (variable 03) fileid = 37; linenum = 367; on (B)(6) 2024 16:29:56.000 confirmed in the file history and 63 alarmed during self-test due to hardware defective. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, stained keypad overlay, cracked keypad overlay, serial number label missing. In conclusion, pump error 63 alarm (variable 3) confirmed during self-test and in the pump history due to electronic assembly hardware defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.